Manufacturer narrative:
The lead remains implanted, but not in use. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead presented to the clinic for phrenic nerve stimulation. It was noted the lv lead was dislodged, and high pacing thresholds were observed. Reprogramming was attempted to resolve the stimulation, but no capture was obtained in multiple vectors at acceptable outputs. The lv lead was programmed off, with pacing on in the right ventricle only. The patient will be seen again in three weeks. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information. The field representative contacted the hospital and was informed that the patient had a lead replacement procedure on (B)(6) 2016. This lead was explanted and replaced with another model in the same lead family. The explanted lead was not expected to be returned for laboratory analysis. No additional adverse patient effects were reported.